Event description:
It was reported that a caregiver contacted support regarding a low glucose reading on the ilet while the user was also wearing a libre 3+ sensor in its initial warm-up period; a confirmatory fingerstick showed 86 mg/dl, while the ilet indicated 73 mg/dl, and the user had not yet treated. Symptoms included low glucose consistent with hypoglycemia. Outcomes included user-directed carbohydrate intake of 5¿10 grams with monitoring and no hospitalization. Investigation included troubleshooting and education with guidance to treat and observe, with unclear cause identified. Investigation of this case revealed no confirmed device malfunction or component failure, and the event was managed through standard hypoglycemia education with no additional findings. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.